Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
.